Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2218-70; serial number: (B)(4); batch/lot number: 17247314/19132910; model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.